Event description:
It was reported that a patient underwent a revision procedure approximately 3 months post implantation after complaining of discomfort. Prior to the revision, an x ray revealed what appeared to be a fractured taper that had disengaged from the glenosphere. A new glenosphere, bearing, and baseplate were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: mini base plate 20mm post cat# 00436202000 lot# 66526038. H6: mechanical (g04) - head. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the glenosphere shows sign of use with some scuffs and scratches on the od of the glenosphere. There is also some wear and tear on the ID of the glenosphere. Measured the glenosphere and it is conforming to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left shoulder demonstrates a reverse total shoulder arthroplasty. On the second image, there appears to be disassociation of the glenosphere from the glenoid base. No dislocation. No definite fracture. A definitive root cause cannot be determined. The reported event is confirmed for disassociation as x-rays were provided. No fracture was detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.